Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack fault flags was a broken latch on the battery pack, which prevented the battery pack from locking in place. The root cause cannot be positively identified but was likely due to improper use- forcibly pulling the battery pack out of the monitor without depressing the latch. No adverse event resulted from the damaged battery pack. The pt received a replacement battery pack.

Event description:
During a review of a female pt's downloaded data, lifecor customer support detected several "battery pack fault" flags. Support contacted the pt to discuss these flags. The pt reported that the pull loop had broken from the battery pack and it will not stay in the monitor, "it keeps slipping out". The other battery pack is functioning normally. A replacement battery pack was provided to the pt.